Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose due to a blank display. The customer reported hyperglycemia treated with a manual injection/insulin pen. The customer reported the following led up to the event: accidentally fell on the pump. The event involved product(s) mmt-1715kl, unomedical, and mmt-332a. Troubleshooting was performed for the reported events. The customer did not know the blood glucose value. The customer used the insulin pump system within 48 hours of the reported event. The customer reported a blank display. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery and restarting the pump. The customer reported a labeling issue. Product labels were reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. A product return for mmt-1715kl was requested and the customer response was the pump will be returned. No product return is required for unomedical. No product return is required for mmt-332a.